Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device gradually stopped working to treat symptoms since 2014, so the patient turned the device off for a year to see the response. No traumas or falls were noted. The patient was to follow-up with the physician. Symptoms were noted as "return of pre-implant urinary issues." The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.